Manufacturer narrative:
Other: caster horn assembly, outer base tube weldment.

Event description:
It was reported by service report that the headed left caster broke off of the cot. No pt involvement or adverse consequences are reported.